Event description:
Consumer reports erratic readings with their plink meter, comparing readings against their other meter. Analysis run on clark error grid using competitive reading (281) as ref. Point vs. Bd readings (163) yielded data points in the d range of the grid, outside of acceptable limits.